Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the asymptomatic patient presented to the clinic for follow-up, the device was found to be in backup vvi reset mode. A device download was performed successfully. The patient remained in stable condition throughout the process.